Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent, abdominal pain and loss of appetite. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with amikacin (100mg/ once daily/ intraperitoneal/ ongoing) and vancomycin (1gm/ every 5th day/ intraperitoneal/ ongoing) for peritonitis. It was reported that on an unknown date, the patient passed away at the hospital. The cause of death was not reported. It was not reported if an autopsy was performed. It was reported that the same pd therapy was "ongoing till death". No additional information is available.